Event description:
The patient has dentate lines medially and laterally on a right knee. She is asymptomatic.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tritanium tibial component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding presence of dentate lines involving a tritanium baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "based on current findings it is not possible to establish a firm root cause of failure for this case of early tritanium baseplate loosening although there is no evidence for a device-related problem. The moderate degree of overweight in this patient is the only relevant patient-related adverse factor but would not be enough to explain the early fixation failure of the tritanium baseplate as an isolated factor." -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact root cause could not be determined because insufficient medical information was provided. Operative reports, progress notes, and clinical history are needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The patient has dentate lines medially and laterally on a right knee. She is asymptomatic.